Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after receiving five inappropriate shocks due to noise and oversensing. Pacing inhibition was also noted. Pacing impedance measurements were normal until the patient performed arm movements at which time the impedance increased to greater than 2500 ohms. Defibrillation therapy was programmed off and the patient was admitted to the hospital. The following day the lead was removed from service and replaced. Fluoroscopy performed at the procedure was unremarkable for lead damage. Visual inspection of the device was not performed. No additional adverse patient effects were reported.